Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation signal and delivered inappropriate therapy. Programming changes were suggested but no intervention was reported. There were no patient consequences.